Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: the prostyle device was successfully pre-flushed with saline during prep. The procedure performed was an interventional cerebrovascular treatment. The maximum sheath size was 9f. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device after a procedure using a 8f sheath. Reportedly, no blood flow was observed from the marker lumen. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.